Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of break in aseptic technique, severe abdominal tension and bacterial peritonitis coincident with extraneal viaflex and physioneal 40, unknown bag therapies. In (B)(6) 2006, the patient began capd (continuous ambulatory peritoneal dialysis) and apd (automated peritoneal dialysis). On an unreported date, the patient began treatment with extraneal viaflex and physioneal unspecified product (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced abdominal tension, and bacterial peritonitis manifested by cloudy dialysate and abdominal pain. On (B)(6) 2011, the patient was hospitalized for the bacterial peritonitis and abdominal tension. Beginning (B)(6) 2011, the patient received treatment with fortum, 1 gm ip (frequency not reported) and elzogram, 1 gm ip (frequency not reported) which had continued until (B)(6) 2011, the patient was discharged from the hospital with the events of bacterial peritonitis and abdominal tension recovering. It was not reported if the patient was retrained in aseptic technique. Pd therapy continued unchanged. The physician believed the events of bacterial peritonitis and abdominal tension were unrelated to pd therapy because there was a break in aseptic technique by the patient. The physician did not provide an opinion of causality for the break in aseptic technique and pd therapy.